Event description:
It was reported that during a laparoscopic gastric bypass procedure, when the surgeon fired the device, the device cut, but did not staple; no staples deployed. This was the first firing to create the gastric pouch. The firing was with a blue cartridge. The device was reloaded with a blue cartridge and was fired over the area where the staples did not deploy at the first firing. There was no patient consequence. The device was discarded. Patient presented with a leak two days post-op. Re-operation on (B) (6) 2010 . They were not able to determine where the leak was, but suspected at the gj anastomosis. Patient had stent placed and a feeding gastrostomy. Patient is still in ICU.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. (B) (4). The surgeon suggested that the tissue was abnormally thick. The surgeon noticed bleeding on the remnant stomach immediately. As he prepared to take next firing, he had og tube inserted into gastric pouch . At this time he noticed that og appeared at the staple line, past the staple line. There was no resistance as it passed through the staple line. He immediately noticed that there was also a 'hole' in the remnant stomach staple line. He used blue cartridges to close both remnant stomach and gastric pouch. Case proceeded without further incident and tested gj anastomosis without leak. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.